Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they on (B)(6) 2016 so they went to the emergency room and had a CT scan performed. The consumer was experiencing numbness in their legs, tremendous pain in their back, balance issues, hardly being able to left their knees to walk, along with "everything and being back to point a (prior to the fall)," but no one would give them any pain medication. The consumer was discharged from their implanting physician's service, so they were sent to another pain management physician. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.